Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) helped them quite a bit for the first 6-8 months, but after that they had to turn stimulation up high and higher. The patient wound up getting no relief so they quit using it. The ins was not helping with the patient's pain and they wanted it removed. The patient had discussed this with the health care professional (hcp) and manufacturer representative. The patient requested hcp listings as they had a new address. The patient planned on establishing connection with a surgeon who could remove their device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was to have an MRI because he fell off a dresser and onto a concrete wall a couple weeks prior to (B)(6) 2016. The patient had hardly been able to move since then. The area to be scanned was the back and the patient noted that the MRI was related to his stimulation device/therapy. It was noted that the physician who ordered the MRI ordered it because she wanted the patient to see an orthopedist or muscular therapist. The patient¿s back still hurts and when he fell this last time he thought he really ¿messed it up bad¿. The patient had not used his spinal cord stimulation for a long time stating that he was not able to turn stimulation on or recharge the ins. The patient reported that he was not getting the ins charging screen when attempting to charge. He also saw the poor communication message when trying to use the patient programmer. The patient had not successfully recharged the ins in about two months as of (B)(6) 2016. The patient also reported that he used his spinal cord stimulation for several months after implant and it helped his back really well, but then it began to not help so he stopped using it. It was noted that the patient reached the point where he had turned it all the way up but it still wasn¿t helping his pain. The initial loss of therapeutic effect occurred about eight months after implant. The patient went to a doctor who contacted a manufacturer representative (rep) who ¿reset it¿ and got it working again but after a few days it stopped helping the patient¿s back again so he discontinued using it. The patient was reset by the rep in 2016 about two months prior to (B)(6) 2016 or maybe longer. The patient went to his local pain management center because he wanted to have the device removed; however, the healthcare professional there said the patient would have to see a neurosurgeon. The patient no longer had a managing healthcare professional for the spinal cord stimulation but he was to contact the facility where he had the device implanted to inquire about device explant. It was noted that the patient had CT scans before but all they could see was scar tissue and arthritis up about an old scar all the way up through his neck and spine which was full or arthritis and was deteriorating. The patient¿s spinal cord stimulator was implanted above an old scar from having plates, screws, and titanium put it in 1995 but removed in 2005. Then the patient re-injured his back which is why he had the spinal cord stimulation implant.

Event description:
The patient reported that they are having their implanted system removed because the therapy does not help their back, and wanted to know what to do with their programmer and recharger. Additional information indicated that the patient has bulging disc. They also noted they had a gastric sleeve done in (B)(6) 2015, because the patient wanted to lose weight. The patient lost weight, but that didn't help with their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.